Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received [drug, concentration] at [dose, frequency] in an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump had been critically alarming for a year (every 10 minutes); "would go several days of a continuous, critical alarm followed by every 10 minutes again." The patient had insurance issues and finally had an appointment on (B)(6) 2015. It was noted there was no drug in the pump. Additional information was requested from the healthcare provider (hcp) regarding drug information, if the type of alarm was confirmed, the reason for discontinued pump therapy, and any actions/interventions required to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider. He confirmed that there was no medication in the pump. The patient was first seen by the health care provider on (B)(6) 2015. The alarm was for an empty pump. The pump went dry for a few years due to a change in insurance. The pump was programmed to stop the alarm and explantation was planned. The session data report from (B)(6) 2015 confirmed a low and empty reservoir alarm had occurred. Additionally, it noted that a reset occurred, putting the pump into safe state. No symptoms were reported. Follow up was performed in an attempt to clarify the cause of the pump reset and safe state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the logs were full of resets and low battery resets all marked with today's date (B)(6) 2016. Per the reporter it was unclear how long the resets have been occurring. The reporter believed the pump had not been refilled for two years and patient had been hearing the pump alarm and taking po meds for pain. The pump off password was provided as that would be the only way to silence all future alarms. The company representative stated they would clearly communicate to the patient and the healthcare provider that if the pump off code was entered they would not be able to restart the pump in any way. The reporter further stated that the reason the pump was filled with saline was "on purpose" but did not have further details from the patient at the time of the report. Also the patient did not have a managing physician at this time for the pump, but the reporter was seeing the patient at a doctor's office and would communicate to that physician the options on what to do next (silence alarm, etc.).